Event description:
It was reported the motor device had an air leak during an unspecified surgery. The date of the alleged malfunction is unknown. A spare device was reportedly available for use, but it is unknown if there was any delay to the procedure. There was no injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The actual device has been returned to depuy synthes power tools. The device was evaluated. The condition was confirmed and duplicated. Evidence indicates this is due to usage wear over time. If any additional information is received, a follow-up will be sent.